Event description:
It was reported (B)(6), 2010 that there was no stimulation sensation on the right side, stimulation was on the left side. Pt tried changing groups, increasing stimulation and reprogramming. (B)(6), 2010, the pt had surgery to try to reposition the lead that was too far to the left. After trying to remove the electrode, the doctor decided to add a subcompact percutaneous lead on the right side after disconnecting the left side of the 2 x 8 lead. The right side of the 2 x 8 lead was effective for the pt's left side. Pt reports good relief after programming post implant #2.

Manufacturer narrative:
(B)(4).